Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 27-jul-2018 with the following findings: during investigation, the audio bolus button cover was undamaged and responded appropriately to user input. The allegation of an under responsive audio bolus button was unable to be duplicated during investigation. Evidence of moisture corrosion was found on the display screen inside the pump with a leak in the display lens. The pump cover was removed to find moisture corrosion to the printed circuit board and the continuous glucose monitoring module.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (audio bolus button tactile changes with moisture) issue. The reporter alleged the audio bolus button was under responsive and there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.